Manufacturer narrative:
A steris service technician arrived onsite, inspected the table and was unable to duplicate the reported event. No issues were found with the function or operation of the table. No repairs were required, and the table was returned to service. The description of the reported event is indicative of an obstruction stored below or around the table temporarily impeding a commanded table movement. The ot 1200 surgical table operator manual states "warning - personal injury and/or equipment damage hazard: do not store items on table base. Doing so may damage the table and could result in inadvertent tabletop movement which may place the patient and/or user at risk of injury." A steris account manager has offered an in-service training on the proper use and operation of the ot 1200 surgical table, specifically to ensure the table is clear of any potential obstruction to table movement; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their ot 1200 surgical table made a loud noise and moved approximately two inches towards the floor without being commanded to do so. The table was repositioned resulting in a procedure delay. The procedure was completed successfully. No report of injury.